Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and correction boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove and inspect the cannula. The customer was to change out the site later and declined tandem technical support's offer to follow-up.